Event description:
It was reported that there was an unspecified problem with the patient's catheter. A revision was planned for the following day. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates baclofen. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Event description:
Additional information later reported the catheter was misplaced.

Manufacturer narrative:
(B)(4)